Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii video system center displayed a b30 error endoscope during preparation for use. The error occurs with different endoscopes. The contacts have already been cleaned. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.